Event description:
The safety feature from safety needles in covid-19 ancillary kits did not engage correctly leaving the contaminated needle exposed. This product was manufactured in (B)(4) ref n-2515, lot# sn201104 / expires 11-8-2025, 25g x 1 ½". FDA safety report ID# (B)(4).